Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leak in the device on the insertion tube, from which reprocessing may not have been conducted properly. A further cause of the leakage could not be presumed. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use (IFU): detection way is included in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are included in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the distal end plastic cover had a dent; the distal sheath glue was cracked; the objective lens had worn glue; the light guide lens was cracked with worn glue; switch 1 was misaligned and had a chip; and the insertion tube and light guide tube were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus on may 18, 2023, that during a diagnostic colonoscopy procedure, the evis exera ii colonovideoscope would not take pictures. An error message was displayed. The intended procedure was completed successfully with another colonoscope device with no delay. There were no reports of patient harm associated with this event. This event was not reportable. The device was returned for evaluation, and a patient adverse event (pae) reportable malfunction was identified. The aware date for the pae that was identified was may 20, 2023. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.